Event description:
Customer reported cine run images turn gray and a filament regulator error is displayed, and the collimator iris closed. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the sys and replaced the batteries and repaired a broken collimator wire. Sys operates as intended. (B) (4).